Event description:
It was reported by the patient an angio-seal was used to seal the arteriotomy site, post percutaneous cardiac interventional procedure (pci). Bleeding occurred, which extended into the scrotum and testicles. The patient experienced soreness and ecchymosis. The patient has seen the primary cardiologist and had a follow-up appointment scheduled. Additional information was not available.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.